Event description:
Pt presented with progression of arthritis and possible loosening of femoral component. Revision scheduled for (B)(6) 2013.

Manufacturer narrative:
Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated at this time. Additional information: 510(k) # k090024 covers initial release of tgs uka system including all instrumentation, femoral components, and all-poly tibial components. 510 (k) # k101206 covers the replacement of the all-poly tibial components with tibial baseplate components and tibial insert component. Additional device information: tibial baseplate: lot: 1103019-a, catalog #: 100296, mfg. Date: 06/2011; exp. Date: 06/2011. Tibial insert: lot: 1103031-a, catalog #: 100320, mfg. Date: 11/2011; exp. Date: 11/2013.